Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. D4: batch # r58f2g. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # r58f2g. Date of event unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1st f/u attempted for additional information: how was the bleeding controlled? Did surgeon need to convert to open procedure to control bleeding? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Report of error when using ecr45b in colorectal procedure. After firing the device, no staplers were fired to form a staple line. As a result, there was significant bleeding experienced by the patient , so the tissue had to be sutured manually. The patient has completed the operation and is being monitored postoperatively was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Significant bleeding, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.